Event description:
Pt called for medical info and additionally reported adverse events. Pt underwent cardiac catheterization with cypher stent implantation to unk coronary artery in 2006. Approximately one hour post-procedure, he reported experiencing cardiac arrest. Physician is aware of this event which resolved, and the treatment is unk. In 2008, the pt reports experiencing, "pressure in my right leg and blown arteries in my right leg." Physician is aware of this ongoing event and treatment is unk. No further info is available.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.